Manufacturer narrative:
It was reported that after performing the registration with markers, the user drove the robot arm to a "test fiducial" and it was noticed that it was deviated from the actual marker. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation a markers registration was performed with bone fiducial and, during the verification step, the software detected important distance errors for five out of seven points. Verification screenshots analysis shows that points checked on markers positioned on the back of the skull were recorded with a distance over 2 mm while they were accurate in 2d views. The issue was due to a known anomaly.

Event description:
After performing registration with markers, the site drove to a "test fiducial" and it was noted that they were deviated from the test marker. It is assumed that the operator accidentally selected the pointer probe instead of the instrument holder.registration was performed again, and accuracy to the test fiducial was great.

Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
After performing registration with markers, the site drove to a "test fiducial" and it was noted that they were deviated from the test marker. It is assumed that the operator accidentally selected the pointer probe instead of the instrument holder. Registration was performed again, and accuracy to the test fiducial was great.